Manufacturer narrative:
Na

Event description:
The ventilator was sent to the field service ctr for a scheduled preventative maintenance and hw faults. It was reported by the field service ctr that the ventilator shut down on its own with an audible alarm.